Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead.

Event description:
Information was received from a basic evaluation trial patient. The patient reported that they were experiencing pain from the stimulation and noted that the belt hurt around their stomach because it was too tight. The patient stated that they were not able to use the controller on their own. Additional information was received from the patient on 2017-apr-14. The patient reported that they were feeling weak and had no strength, had dry mouth, were always cold, and were still leaking urine. The patient felt pain and stated that it was mostly soreness from the procedure. The patient also stated that they felt the needles during the procedure. Additional information from the patient was received on 2017-apr-14. The patient reported that they were sore. Additional information from the patient was received on 2017-apr-15. The patient reported that they were in pain and almost bled to death when the evaluation was placed. The patient noted that they took blood thinners. Additional information from the patient was received on 2017-apr-17. The patient reported that they were having pain where the leads were placed. The patient stated that it was not as bad as (B)(6) 2017. The patient was not feeling stimulation and noted that the pain was in the back area where the leads where placed. Additional information from the patient was received on 2017-apr-17. The patient reported that they told a manufacturer representative (rep) that there was blood under the bandage. Additional information from the patient was received on 2017-apr-18. The patient reported that they were not doing good and that they were trying to reach out to their healthcare professional (hcp). The patient¿s hcp addressed the patient¿s concerns about taking medication and was to follow up with them the day after report for lead removal. The patient confirmed a slight improvement with daytime frequency but at night time they were still the same. The patient was still having heavy leakage during the night. Additional information was received from a healthcare professional (hcp) on 2017-may-12. The hcp reported that they looked up the patient¿s notes and did not see anything in the notes regarding the patient bleeding to death during any procedure. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.